Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and bending. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.